Manufacturer narrative:
Device code (B)(4) no longer applies to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated the event does not pertain to a device belonging to neuromodulation. The event was determined to involve a surgical stapler used during a procedure. Any further information received will be reported in mfg. Report# 1219930-2017-08612.

Manufacturer narrative:
Additional concomitant medical product information references the main component of the system and other applicable components are: product ID: neu_unknown_cath lot# unknown, product type: catheter.

Event description:
Information was received from a foreign health care provider (hcp) via a manufacturer representative regarding a patient who received unknown drug in an implantable pump for an unknown indication for use. It was reported that catheter blockage during a procedure. It was stated "blocage endogia sur bp redo." The status of the patient was stated to be alive and with no injury. No further information was reported.